Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the product was not used on the patient. The clip fell off when a half-clip was performed. The procedure was completed with another device. There was no patient injury.